Event description:
It was reported the device was providing inaccurate battery measurements during followup. It was also reported there was a battery discrepancy reading between the device and the programmer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the incorrect rtt (recommended replacement time) battery voltage measurements are the result of high internal battery resistance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; results will be forwarded when available.